Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false air in line error'. A review of the event history log identified 'air in line!' Messages. The cause was determined to be the ultrasonic sensor reading out of the calibrated specification. The ultrasonic sensor failed attempted calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for false air in line during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.